Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high threshold. Also, an occasional missed beat was noted. Further, a part of the lead was capped as it got stuck in the subclavian and some part was explanted. No additional adverse patient effects were reported.